Event description:
#Medwatcher #(B)(4). Excessive bleeding, swelling, pain, headaches, memory loss, brain fog, numbness, muscle fatigue, gi issues, loss of libido, lack of energy, anxiety, depression, muscle spasms, nerves twitching in face, etc.